Manufacturer narrative:
Based on the information provided at this time, no conclusions can be made. The explanted graft was not returned to davol for an evaluation. Fistula formation and hernia recurrence are both identified as possible post operative complications in the adverse reaction section of the IFU, which is provided with the device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It is reported that on (B)(6) 2010 the patient was implanted with a bard collamend fm graft. As reported the patient develop a colic fistula on a peritoneal eventration (hernia). On (B)(6) 2016 it is reported that the patient underwent a revision procedure. During this procedure the collamend fm graft was explanted and the eventration (hernia) was repaired with a bard phasix mesh. Upon explant the graft was described as being hardened and retracted.